Manufacturer narrative:
Device eval summary: device eval of monitor (B)(4) is currently underway. The reported problem (code 107) has been confirmed. A root cause analysis is currently underway. A supplement report will be sent upon completion of eval. No adverse event resulted from the defective monitor. The pt received a replacement monitor.

Event description:
The wife of a (B)(6) male pt contacted zoll customer support to report that the pt's monitor is displaying code 107. The pt was provided with a replacement monitor.